Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he needed to reprogram the insulin pump because he didn't have a battery and it went out. Customer's blood glucose was 523 mg/dl. After programming the insulin pump the customer attempted to bolus and the device alarmed no delivery. Customer's blood glucose was 480 mg/dl. Fixed prime was performed and insulin did not exit. Customer was advised to disconnect and reconnect reservoir and perform manual prime, insulin did exit. Customer was advised to the device was working and designed. No further information reported.